Manufacturer narrative:
Photographs of the tunneller were received. Examination revealed the tip detached from the tunneller; however, coloplast cannot confirm the complaint as reported without examining the device under a microscope. No product was received for evaluation. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information indicated that during the attempted implant procedure of this device, the tunneller broke. The insertion maneuver was interrupted, and the surgeon was able to remove the sling with the tip inside the anchor. Another sling was opened and successfully implanted to treat the patient.